Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: "5. Precautions failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported injecting a patient with a syringe of juvéderm voluma with lidocaine in the middle face using a 25g blunt needle. After 0.3ml was injected, the needle dislodged and the remaining product was exposed. Patient had no other discomfort.